Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - g. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique, misalignment insertion, and/or prying/leveraging of the device during insertion

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2025, a sales representative reported via phone that two 4.75 mm knotless swivelock anchors from the ar-2600sbs-10 knotless speedbridge implant system fractured during insertion. The first anchor broke into three pieces after use of the disposable punch. The second anchor broke in half following the use of the disposable punch and subsequent tapping. The procedure was delayed approximately 10 minutes, with no additional anesthesia administered. All anchor fragments were successfully retrieved from the patient, and an ar-2324bcsp 4.75 mm biocomposite swivelock anchor was used to complete the case. The issue occurred during a rotator cuff repair on (B)(6) 2025, with no reported patient harm.